Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, delamination of the valve, and creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of valve and one sharp opening. Based on the device analysis, the final assessment is total delamination of valve due to adhesive failure, and one sharp opening assessed as an unidentified tear opening.

Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.